Manufacturer narrative:
Initial reporter: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that while testing with the bd bactec¿ standard aerobic/f culture vial, a false positive was obtained. The following has been provided by the initial reporter: (B)(6)- false positive case standart anaerobic bottle (sku: 442024 / lot: 1245167)

Manufacturer narrative:
Change in reportability. This complaint is no longer reportable. This MFR. Report # 2647876-2021-00386 is void. Additional information received: no patients involved; this is similar to qc - industrial customer.

Event description:
It has been reported that while testing with the bd bactec¿ standard aerobic/f culture vial, a false positive was obtained. The following has been provided by the initial reporter: eurofarma - false positive case standart anaerobic bottle (sku: 442024 / lot: 1245167).